Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: burr devices. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the nose cone was damaged, and the device failed for vibration assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device was not holding the burr devices. During in-house engineering evaluation, it was observed that the device failed for vibration assessment. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.